Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/expulsion of essure device') in a 27-year-old female patient who had essure (batch no. A04528, a25165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2012 : single fluoroscopic ap scout view of the pelvis : scout view of the pelvis shows a single essure device in the right side of the pelvis. This device appears to be in satisfactory position however there is no other essure device identified in the pelvis. Specifically there is no essure device in the left adnexal region. (B)(6) 2012 : urine pregnancy test: negative. (B)(6) 2012 : urine pregnancy test: negative hysterosalpingogram : in the first test one coil moved and obgyn place a new coil in and had a second hsg on (B)(6) 2013. Previously administered products included for an unreported indication: sprintec from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included low back pain. Concomitant products included ethinylestradiol;norgestimate (sprintec) and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criterion medically significant) with pelvic pain, 3 months 7 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("depression/psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("mental anguish/psychological or psychiatric problems condition: depression and mental anguish"), rash ("rash/rashes or skin condition/ rashes or skin conditions type: rashes"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the device expulsion, menstrual disorder, back pain, abdominal pain, migraine and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, anxiety, rash, dysmenorrhoea, dyspareunia and weight increased had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Insertion date provided as (B)(6) 2012 and (B)(6) 2012. She did not claim that essure worsened a previously existing injury/condition she received treatment for events pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded; on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2013: results: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 14-dec-2020: mr received. Reporter information and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/expulsion of essure device') in a 27-year-old female patient who had essure (batch no. A04528, a25165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2012 : single fluoroscopic ap scout view of the pelvis : scout view of the pelvis shows a single essure device in the right side of the pelvis. This device appears to be in satisfactory position however there is no other essure device identified in the pelvis. Specifically there is no essure device in the left adnexal region. (B)(6) 2012 : urine pregnancy test: negative. (B)(6) 2012 : urine pregnancy test: negative hysterosalpingogram : in the first test one coil moved and obgyn place a new coil in and had a second hsg on (B)(6) 2013. Previously administered products included for an unreported indication: sprintec from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included low back pain. Concomitant products included ethinylestradiol;norgestimate (sprintec) and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criterion medically significant) with pelvic pain, 3 months 7 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("depression/psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("mental anguish/psychological or psychiatric problems condition: depression and mental anguish"), rash ("rash/rashes or skin condition/ rashes or skin conditions type: rashes"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the device expulsion, menstrual disorder, back pain, abdominal pain, migraine and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, anxiety, rash, dysmenorrhoea, dyspareunia and weight increased had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Insertion date provided as (B)(6) 2012 and (B)(6) 2012. She did not claim that essure worsened a previously existing injury/condition she received treatment for events pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded; on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2013: results: unilateral occlusion (left tube occluded ). Lot number: a04528 manufacturing date: 2012-04 expiration date: 2015-04. Lot number: a25165 manufacturing date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/expulsion of essure device') in a 27-year-old female patient who had essure (batch no. A04528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2012 : single fluoroscopic ap scout view of the pelvis : scout view of the pelvis shows a single essure device in the right side of the pelvis. This device appears to be in satisfactory position however there is no other essure device identified in the pelvis. Specifically there is no essure device in the left adnexal region. (B)(6) 2012 : urine pregnancy test: negative. (B)(6) 2012 : urine pregnancy test: negative hysterosalpingogram : in the first test one coil moved and obgyn place a new coil in and had a second hsg on (B)(6) 2013. Previously administered products included for an unreported indication: sprintec from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included low back pain. Concomitant products included ethinylestradiol;norgestimate (sprintec) and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criterion medically significant) with pelvic pain, 3 months 7 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("depression/psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("mental anguish/psychological or psychiatric problems condition: depression and mental anguish"), rash ("rash/rashes or skin condition/ rashes or skin conditions type: rashes"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the device expulsion, menstrual disorder, back pain, abdominal pain, migraine and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, anxiety, rash, dysmenorrhoea, dyspareunia and weight increased had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Insertion date provided as (B)(6) 2012 and (B)(6) 2012. She did not claim that essure worsened a previously existing injury/condition diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded; on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2013: results: unilateral occlusion (left tube occluded ). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event : abdominal pain, migraines, hair loss were added. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/expulsion of essure device") in a (B)(6) year-old female patient who had essure (batch no. A04528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: sprintec from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included low back pain. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criterion medically significant) with pelvic pain, 3 months 7 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("mental anguish/psychological or psychiatric problems condition: depression and mental anguish"), rash ("rash/rashes or skin condition"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/weight gain/loss specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the device expulsion, menstrual disorder and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, depression, anxiety, rash, dysmenorrhoea, dyspareunia and weight increased had not resolved. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, rash, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she underwent treatment due to complications from the essure device. Insertion date provided as (B)(6) 2012 and (B)(6) 2012. She did not claim that essure worsened a previously existing injury/condition diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded; on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2013: results: unilateral occlusion (left tube occluded). Diagnostic results: (B)(6) 2012 : single fluoroscopic ap scout view of the pelvis: scout view of the pelvis shows a single essure device in the right side of the pelvis. This device appears to be in satisfactory position however there is no other essure device identified in the pelvis. Specifically there is no essure device in the left adnexal region. (B)(6) 2012 : urine pregnancy test: negative. (B)(6) 2012 : urine pregnancy test: negative. Hysterosalpingogram: in the first test one coil moved and obgyn place a new coil in and had a second hsg on (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: pfs received. Device expulsion was clubbed to already reported device dislocation. Medical history was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.